Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain in the pocket site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.